Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with three proglide devices using the pre-close technique via a 4f sheath prior to an aortic endoprosthesis interventional procedure. Reportedly, during deployment, a suture break occurred with the first proglide device when the plunger was removed. No blood flow from the marker lumen was observed with the second and third proglide devices, despite correct positioning in the artery. Initial flushing of the marker lumen with saline was not performed prior to using the second and third proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the aortic endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.